Manufacturer narrative:
(B)(4)

Event description:
It was reported that, bone union status at the levels treated in initial surgery was achieved. No implant maulfunction. Doctor&#38112;comment: maybe it (th12 compression fracture) was broken because of the load applied.

Manufacturer narrative:
(B)(6). (B)(4). Multiple products involved in this event: g7640120 (quantity- 5) g76446540 (quantity - 5) g811h421 (quantity - 1) gx9699080 (quantity - 2). Although it is unknown which product caused the event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plf at levels th10-12 to treat th11 compression fracture. On an unknown date, post-op, the patient developed th12 compression fracture. Revision was scheduled on (B)(6) 2015 to remove th12 screws and extend fusion to l1. Surgeon commented that the fracture was "adjacent disorder" due to initial fixation.